Event description:
It was reported that there was oversensing on the right ventricular lead; leading to pacing inhibition for the dependent patient. The patient reported syncope in (B)(6) 2017; there were stored electrograms for (B)(6) 2017. The review of the electrograms revealed noise on the atrial and right ventricular channels. Programming changes were discussed; no intervention was reported. No additional information was available.